Event description:
Developed an infection in her left knee which came back positive for mycobacterium. Abscessus complex. [Mycobacterium abscessus infection] . Swelling in her left knee [infusion site joint swelling] . Pain in her left knee [infusion site joint pain] . Case narrative: initial information received on 24-aug-2022 regarding an unsolicited valid serious case received from a other health professional from united states. This case involves a 70 years old female patient who developed an infection in her left knee which came back positive for mycobacterium abscessus complex., swelling in her left knee and pain in her left knee with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received synvisc injection (lot - arsp012, expiry date: 30-apr-2023, unknown strength, frequency, dose, route, indication). On an unknown date in 2022 the patient developed an infection in her left knee which came back positive for mycobacterium abscessus complex (mycobacterium abscessus infection; medically significant) (unknown latency) . Patient received 3 bilateral injections of synvisc on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. She returned to the office on (B)(6) 2022 complaining of swelling (infusion site joint swelling) (unknown latency) and pain in her left knee (infusion site joint pain) (unknown latency), at which point fluid was obtained for testing. It was not reported if the patient received a corrective treatment for the events. Outcome: unknown for the events. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Event description:
Developed an infection in her left knee which came back positive for mycobacterium abscessus complex. [Mycobacterium abscessus infection]. Swelling in her left knee [infusion site joint swelling] . Pain in her left knee [infusion site joint pain]. Case narrative: initial information received on (B)(6) 2022 regarding an unsolicited valid serious case received from a other health professional from united states. This case involves a 70 years old female patient who developed an infection in her left knee which came back positive for mycobacterium abscessus complex., swelling in her left knee and pain in her left knee with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received synvisc injection (lot - arsp012, expiry date: 30-apr-2023, strength: 16mg/2ml and unknown frequency, dose, route, indication). On an unknown date in 2022 the patient developed an infection in her left knee which came back positive for mycobacterium abscessus complex (mycobacterium abscessus infection; medically significant) (unknown latency) . Patient received 3 bilateral injections of synvisc on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. She returned to the office on (B)(6) 2022 complaining of swelling (infusion site joint swelling) (unknown latency) and pain in her left knee (infusion site joint pain) (unknown latency), at which point fluid was obtained for testing. It was not reported if the patient received a corrective treatment for the events. Outcome: unknown for the events. A product technical complaint (ptc) was initiated on (B)(6) 2022 for synvisc (lot/batch number: arsp012) with global ptc number: 100256162. The sample status of the ptc was not available. Additional information was received on 24-aug-2022 from other healthcare professional (quality department). Strength was added. Ptc was initiated.

Manufacturer narrative:
Sanofi company comment dated 07-oct-2022: this case involves a 70 years old female patient who developed an infection in her left knee which came back positive for mycobacterium abscessus complex., with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. However, lack of information of past/ concomitant medication, any relevant medical history and any concurrent conditions and indication for the drug precludes comprehensive case assessment. Additional information on lifestyle/dietary history/habits, pre-existing risk factors and clinical course details would aid in a comprehensive case evaluation.

Event description:
Developed an infection in her left knee which came back positive for mycobacterium abscessus complex. [Mycobacterium abscessus infection] swelling in her left knee [infusion site joint swelling] pain in her left knee [infusion site joint pain]. Case narrative: this case is linked to (B)(4). Initial information received on 24-aug-2022 regarding an unsolicited valid serious case received from a other health professional from united states. This case involves a 70 years old female patient who developed an infection in her left knee which came back positive for mycobacterium abscessus complex., swelling in her left knee and pain in her left knee with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received synvisc injection (lot - arsp012, expiry date: 30-apr-2023, strength: 16mg/2ml and unknown frequency, dose, route, indication). On an unknown date in 2022 the patient developed an infection in her left knee which came back positive for mycobacterium abscessus complex (mycobacterium abscessus infection; medically significant) (unknown latency). Patient received 3 bilateral injections of synvisc on (B)(6) 2022. She returned to the office on (B)(6) 2022 complaining of swelling (infusion site joint swelling) (unknown latency) and pain in her left knee (infusion site joint pain) (unknown latency), at which point fluid was obtained for testing. It was not reported if the patient received a corrective treatment for the events. Outcome: unknown for the events. A product technical complaint (ptc) was initiated on 24-aug-2022 for synvisc (lot/batch number: arsp012) with global ptc number: (B)(4). The sample status of the ptc was not received and the ptc stated: the production and quality control documentation for lot # arsp012 expiration date (2023-04) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # arsp012 no CAPA (corrective and preventive action) was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 04oct2022 there are 17 complaints on file for lot# arsp012 and all related sublots. 4 complaints are on file for lot# arsp012: (1) adverse event report, (1) leakage and (2) missing llh/tip cap assembly. 6 complaints are on file for lot# arsp012d: (5) adverse event reports and (1) leakage. 7 complaints are on file for lot# arsp012b: (7) adverse event reports. Sanofi will continue to monitor complaints and trending to determine if a CAPA was required. The final investigation was completed on 05-oct-2022 with summarized conclusion as no assessment possible. Additional information was received on 24-aug-2022 from other healthcare professional (quality department). Strength was added. Ptc was initiated. Additional information was received on 05-oct-2022 from the quality department. Ptc details was added.

Event description:
Developed an infection in her left knee which came back positive for mycobacterium abscessus complex. [Mycobacterium abscessus infection] swelling in her left knee [infusion site joint swelling] pain in her left knee [infusion site joint pain]. Case narrative: initial information received on 24-aug-2022 regarding an unsolicited valid serious case received from a other health professional from united states. This case involves a 70 year old female patient who developed an infection in her left knee which came back positive for mycobacterium abscessus complex., swelling in her left knee and pain in her left knee with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The case is linked with (B)(4) (multiple devices). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient received 3 bilateral injections of synvisc on (B)(6) 2022. On (B)(6) 2022, the patient received 3rd bilateral injection of hylan g-f 20, sodium hyaluronate (lot - arsp012, expiry 2023-04-30, strength: 16mg/2ml, and unknown dose, frequency, route) for product used for unknown indication. On an unknown date in 2022 the patient developed an infection in her left knee which came back positive for mycobacterium abscessus complex (mycobacterium abscessus infection; medically significant) (unknown latency). She returned to the office on (B)(6) 2022 complaining of swelling (infusion site joint swelling) (unknown latency) and pain in her left knee (infusion site joint pain) (unknown latency), at which point fluid was obtained for testing. Final culture was reported on (B)(6) 2022. Action taken: unknown for the events. It was not reported if the patient received a corrective treatment for the events. Outcome: unknown for the events. A product technical complaint (ptc) was initiated on 24-aug-2022 for synvisc (lot/batch number: arsp012) with global ptc number: (B)(4). The sample status of the ptc was not received and the ptc stated: the production and quality control documentation for lot # arsp012 expiration date (2023-04) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # arsp012 no CAPA (corrective and preventive action) was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 04oct2022 there are 17 complaints on file for lot# arsp012 and all related sublots. 4 complaints are on file for lot# arsp012: (1) adverse event report, (1) leakage and (2) missing llh/tip cap assembly. 6 complaints are on file for lot# arsp012d: (5) adverse event reports and (1) leakage. 7 complaints are on file for lot# arsp012b: (7) adverse event reports. Sanofi will continue to monitor complaints and trending to determine if a CAPA was required. The final investigation was completed on 05-oct-2022 with summarized conclusion as no assessment possible. Additional information was received on 24-aug-2022 from other healthcare professional (quality department). Strength was added. Ptc was initiated. Additional information was received on 05-oct-2022 from the quality department. Ptc details was added. Additional information was received on 06-oct-2022 form other healthcare professional. Upon internal review, the cases (B)(4) (to be deleted) was identified to be duplicate of (B)(4) (to be retained). Hence, all the information from the case (B)(4) has been merged in case ID (B)(4). Therapy start dates was updated. Text amended accordingly.

Event description:
Developed an infection in her left knee which came back positive for mycobacterium abscessus complex. [Mycobacterium abscessus infection] swelling in her left knee [infusion site joint swelling] pain in her left knee [infusion site joint pain]. Case narrative: initial information received on 24-aug-2022 regarding an unsolicited valid serious case received from a other health professional from united states. This case involves a 70 years old female patient who developed an infection in her left knee which came back positive for mycobacterium abscessus complex., swelling in her left knee and pain in her left knee with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The case is linked with (B)(6) (multiple devices). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient received 3 bilateral injections of synvisc on (B)(6)2022. On 10-mar-2022, the patient received 3rd bilateral injection of hylan g-f 20, sodium hyaluronate (lot - arsp012, expiry 2023-04-30, strength: 16mg/2ml, and unknown dose, frequency, route) for product used for unknown indication. On an unknown date in 2022 the patient developed an infection in her left knee which came back positive for mycobacterium abscessus complex (mycobacterium abscessus infection; medically significant) (unknown latency). She returned to the office on (B)(6)2022 complaining of swelling (infusion site joint swelling) (unknown latency) and pain in her left knee (infusion site joint pain) (unknown latency), at which point fluid was obtained for testing. Final culture was reported on (B)(6)2022. Action taken: unknown for the events. It was not reported if the patient received a corrective treatment for the events. Outcome: unknown for the events a product technical complaint (ptc) was initiated on (B)(6)2022 for synvisc (lot/batch number: arsp012) with global ptc number: (B)(4). The sample status of the ptc was not received and the ptc stated: the production and quality control documentation for lot # arsp012 expiration date (2023-04) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # arsp012 no CAPA (corrective and preventive action) was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6)2022 there are (B)(4) complaints on file for lot# arsp012 and all related sublots. (B)(4) complaints are on file for lot# arsp012: (1) adverse event report, (1) leakage and (2) missing llh/tip cap assembly. 6 complaints are on file for lot# arsp012d: (5) adverse event reports and (1) leakage. 7 complaints are on file for lot# arsp012b: (7) adverse event reports. Sanofi will continue to monitor complaints and trending to determine if a CAPA was required. The final investigation was completed on 05-oct-2022 with summarized conclusion as no assessment possible. Additional information was received on 24-aug-2022 from other healthcare professional (quality department). Strength was added. Ptc was initiated. Additional information was received on 05-oct-2022 from the quality department. Ptc details was added. Additional information was received on 06-oct-2022 form other healthcare professional. Upon internal review, the cases (B)(6) (to be deleted) was identified to be duplicate of (B)(6) (to be retained). Hence, all the information from the case (B)(6) has been merged in case ID (B)(6). Therapy start dates was updated. Text amended accordingly. Based on the information previously received, imdrf annex d code updated from 'd17-appropriate term/code not available' to 'd15-cause not established' and imdrf annex c code updated from 'c19-no device problem found' to 'c20-no findings available'.